Event description:
The patient was reportedly explanted due to no benefit from the device. Advanced bionics is in the process of gathering more information. Once more information is obtained a supplemental report will be submitted.